Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after the sterilization process on (B)(6) 2011, corrosion was observed on the device. Reportedly, the instrument was new and had never been used before. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. Investigations showed that the instruments conform to specifications. There were visible signs of rust, indicative of improper storage of the instruments in areas of high moisture. The stainless steel is only rust-resistant and will form rust if left in contact with moisture.